Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the stapling just stopped on the middle of the firing. The surgeon replaced it with a new device to complete the case. There was no patient injury.